Event description:
Also seen was a 2-3mm anterior subluxation during flexion at c3-c4 and c4-c5. An MRI on (B)(6) 2009, demonstrates foraminal stenosis c2-c3, c3-c4 and c4-c5 as well asd degenerative disc disease at c7-t1 without cord or nerve root compression with an incidental finding of perineural cysts bilateral c1-c2 and left c7-t1. Moderate facet degenerative changes were seen at c2-c3, c3-c4 and c4-c5 bilaterally. X-rays taken about (B)(6) 2011, show stable c6-c7 anterior interbody fusion and satisfactory position of implanted plate and screws. Patient's chronic pain from cervical degenerative disease is well managed with analgesics medications.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.